Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs sys on (B)(6) 2009. It was reported that the pt has stimulation in one of his programs while the amplitude is stopping at perception on other programs. The pt has been feeling surges in his stimulation. Replacements were shipped to the pt. No further info is available at this time.